Event description:
Procedure: lap gastric bypass. Reportedly, the surgeon used the device on the midline and the pt was not insufflated. The port was inserted into the pt and it then punctured the aorta. The pt lost a significant amount of blood and began to crash. However, the surgeon fixed the wound and the pt is recovering. The user stated the incident is not attributable to the device.